Event description:
During a review of files, regulatory discovered a letter from a physician stating several pt's have developed permanent scarring of skin and underlying temporal muscle as a result of placement of the MRI head ring. The scarring and atrophy of the underlying muscle is a result of the placement of the head ring. The MRI head ring posts are set at fixed positions. In the pt's involved, the pins passed through the temporalis muscle in order to reach the skull.